Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626808) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercours)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatig"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue, weight increased, migraine, headache and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain and bleeding. Date(s) of insertion: (B)(6) 2008 (per mr, please note discrepancy). Date(s) of removal: (B)(6) 2012 (per mr, please note discrepancy). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 626808), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). And was found to have weight increased ("weight gain"). And hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue, weight increased, migraine, headache and hormone level abnormal outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain and bleeding. Date(s) of insertion: (B)(6) 2008, (per mr, please note discrepancy). Date(s) of removal: (B)(6) 2012, (per mr, please note discrepancy) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatig"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, fatigue, weight increased, migraine, headache and hormone level abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. New reporter added. Category of case changed to incident. Event injury is replaced pelvic pain. New event dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraines, headaches, hormonal change and device monitoring procedure not performed were added. Patient demographic added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.